Event description:
Facility reported a blood leak (internal) on first use dialyzer. The dialyzer was preprocessed. Spoke with the don who will speak with the chief tech to get further info for the medwatch. Estimated blood loss "greater than 20cc, less than 100cc". Dialyzer was changed. No med intervention. Sample not available for examination.